Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that, the low battery alert less than 1 week of battery exchange alert occurs in 3 to 4 days occured. The blood glucose was unknown at the time of the incident. The insulin pump will be returned for analysis.